Manufacturer narrative:
National field service specialist was dispatched on (B)(4) 2011 and discovered the glucose module had a temperature issue (55.8 abnormally high) and replaced the module and connection from sensor to board is not secure. Module has been returned to bci development department for further investigation. The customer is continued to be monitored by bci field service. Although the module was replaced, the root cause remains unknown at this time.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.